Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose event after waking to a low alert, treated it with two juice boxes, and later disclosed a large dinner with a ¿greater than¿ meal announcement followed by an unannounced dessert, which was assessed as incorrect meal announcement use and likely contributed to the hypoglycemia. Symptoms included a documented blood glucose nadir of 65 mg/dl without loss of consciousness, dizziness, or other clinical effects. Outcomes included self-treatment with oral carbohydrates, no need for assistance, and no medical intervention or hospitalization. Investigation included review of device data and user interview with troubleshooting and education on correct meal announcements and the device¿s correction algorithm. Investigation of this case revealed user-related use error regarding meal announcement practices and understanding of correction versus snack announcements. It was concluded that the event was consistent with hypoglycemia related to user use error rather than a device malfunction, and education was provided.